Event description:
It was reported that the head rest came loose. No patient injury was reported and no back up available.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the top shaft that screws in to the connecting unit was not screwed in completely. A functional evaluation was performed on the unit and it was noted that there was no loctite on the threads that connect the top shaft to the connecting unit. The lack of loctite allowed the head set to rotate loose and back out of its screw hole which made it no longer stationary. The complaint was confirmed and the root cause has been determined to be a manufacturing error. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.